Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek service engineer (se) had conducted an on-site evaluation. The device was evaluated and tested for proper function. Se confirmed that the device has been functioning within specifications. No problem was found. Se noticed that there was fluctuation in the humidity n the room. The humidity was changing so fast that the meters could not even read. The humidity would swing from 37% to 44% on the meter (it would change in minutes). Se mentioned that the possible cause of the failure of the device could be the environmental conditions. Nidek contacted the customer to gather additional information regarding the complaint and customer reported that the patient is still in initial healing phase. Customer also informed that there had been 11 patients who had under-corrections after the treatment. One of the patients had to go for the re-treatment and 1 more patient has been scheduled for surgery. The additional 9 patients are in their initial healing window. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from the customer on (B)(6) 2015. Doctor reported of getting under correction during the treatment with ec-5000 sn. (B)(4).